Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The initial had been reported on the wrong product, correct product number is 26332, astratech impl ev 4.2c 9mm os. Lot 480552 was already in the initial report and is correct.